Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
Philips field service engineer (fse) reported light emitting diode (led) indicator is faulty. No patient/user harm reported. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 27mar2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse also found the oxygen accuracy test was at the edge of the specification range. Pse found unit had a cracked enclosure. Pse replaced the unit's power switch overlay to resolve the reported issue. Pse also replaced the unit's gas delivery system (gds) as part of preventative maintenance. Unit also had top cover replaced. As part of additional preventative maintenance pse replaced the unit's oxygen inlet filter, air inlet filter, cooling fan filter, blower assembly, battery cooling fan, and tubing kit submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.